Event description:
It was reported that the system intermittently locked up during x-rays and had to be rebooted to restore functionality. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.